Event description:
It was reported that the implanted neurostimulator was turning off intermittently, causing loss of therapy. Each time the device was turned on, it remained on for a while, then spontaneously turned off. The pt first noticed the issue at his home and confirmed it at his physician's office. Movement was not related to the issue. The battery voltage appeared to be okay (3.72v), and no power-on-reset (por) or low battery messages had been displayed; therefore, the issue did not appear to be related to a depleted battery. Impedance measurements were reviewed at 1.5v, 210us, 30hz. Impedance for pair 1, 3 was >2000 ohms. At the time of the report, the pt was programmed to c+, 2- at 3.8v, 60us, 80hz. The device had 88 activations; therefore, the issue may have been related to electromagnetic interference. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).